Event description:
Dealer advised right motor gearbox is stripped out and trigger an error code. Dealer advised motor still runs but is not catching the gear. Dealer advised enduser stated driving chair in home and the gear did not catch and caused enduser to hit the glass door with no injury.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.